Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody identification when using capture-r ready-ID on a galileo echo.

Manufacturer narrative:
No customer product or patient blood sample was returned to immucor for immucor investigation. An immucor field service engineer visited the customer site on (B)(6)2014 to assess the instrument used for testing and it was found that the instrument was operating as expected. Even though no remote electronic access method was available for immucor technical support to assess the instrument, the customer faxed copies of reports to immucor for assessment on (B)(6) 2014.